Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the control iq software was allegedly not adjusting insulin delivery as intended. However, troubleshooting could not be performed and the alleged root cause was unable to be confirmed. Additionally, the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of 680 mg/dl. In addition, it was reported that a low bg of 32 mg/dl was experienced. Details and nature of treatment at ER were unable to be provided. Multiple attempts were made by tandem technical support to follow-up with the customer; however, no responded was received.